Manufacturer narrative:
The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: unknown side "water" being filled and capsular contracture baker grade unknown confirmed via ultrasound.

Event description:
Patient reported an ultrasound confirmed unknown side "water" being filled and capsular contracture baker grade unknown. Device remains implanted.